Event description:
Medtronic legal received information regarding hospitalizations due to diabetes ketoacidosis from the attorney of the family. The information received on january 25 ,2022 stated the customer was admitted due to diabetes ketoacidosis on (B)(6) 2021 and (B)(6) 2021. The customer was using a medtronic minimed 630g insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.